Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that display on their device sometimes remains white when switched on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that display on their device sometimes remains white when switched on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d4 lot/serial no. Of the initial medwatch report indicated: (B)(6). Section d4 lot/serial no. Of the initial medwatch report should indicate: (B)(6).

Event description:
The customer contacted physio-control to report that display on their device sometimes remains white when switched on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced part at the product assessment center (pac) and the root cause of the reported issue was determined to be due to the designator u2, on user interface pcb assembly.